Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a no delivery alarm. The customer's blood glucose level was 285 mg/dl. During troubleshooting, the customer was advised to disconnect the reservoir and reconnect and push insulin through the tubing. Customer stated that insulin did not exit. The customer was advised that the alarm was caused by a set/reservoir connection. The customer's reservoir and set were replaced, and the customer was advised to return the items for analysis.